Event description:
The device (cev525) was returned for repair to (B)(4).

Manufacturer narrative:
(B)(6). Eval of cev525 indicated the sheath was extremely damaged and cut. The instrument was most likely subjected to abnormal use. The sheath was most likely damaged when being removed from the trocar or with a cutting instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's (B)(4) facility in (B)(4). This review was conducted to resolve several issues discovered in the (B)(4) complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).